Event description:
The customer reported the system displayed a precharge voltage error message. This error message indicates that the precharge voltage has been sensed as too high during the start-up process and results in automatic system shutdown. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator batteries were replaced. The system was then found to be operating as intended.